Event description:
It was reported that the physician observed an unexpected decrease in battery longevity from this implantable device. Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. The device also exhibited high atrial rate sensing, which impacts longevity. It was recommended that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that the physician observed an unexpected decrease in battery longevity from this implantable device. Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. The device also exhibited high atrial rate sensing, which impacts longevity. It was recommended that the device should be replaced within 90 days. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that the physician observed an unexpected decrease in battery longevity from this implantable device. Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. The device also exhibited high atrial rate sensing, which impacts longevity. It was recommended that the device should be replaced within 90 days. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.